Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients eye and the patient experienced excessive vault and refractive surprise, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the reporter indicated the surgeon implanted an 13.7mm vicm5_13.7 implantable collamer lens of -8.00 diopter into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged with a shorter length lens on (B)(6) 2022 due to excessive vault and refractive surprise. The problem was resolved. Reportedly, the status of the eye is "all fine, iridocorneal angles are open and the patient is happy." The cause of the event was reported as "unknown". H6: work order search: one additional similar complaint type event within associated lots was found. Claim #(B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).